Event description:
This patient received inappropriate shocks due to noise on this ra and the rv lead. The lead remains implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.